Event description:
It was reported that the ilet displayed an alert indicating an invalid hall sensor state and the piston would only rewind slightly before stopping, resulting in failure to infuse insulin and prompting multiple device restarts and transition to backup therapy. Symptoms included hyperglycemia. Outcomes included no reported need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of the information provided and physical evaluation of the returned device. Investigation of this case revealed an electrical or electronic component problem involving the motor that led to the failure to deliver insulin. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.